Event description:
It was reported that a dependent patient is very sick and is intubated. On (B)(6) 2014 they noticed the pulse generator exhibited a loss of ventricular capture. CPR was performed on the patient and capture was regained.